Manufacturer narrative:
B3: month and year are known, day is unknown. D4: lot number and UDI information is unknown. H4: manufacture date is unknown. One device was received for investigation. The device was received broken in two pieces. The reported complaint is confirmed. When the fracture surface was observed with a microscope, it was confirmed that the cross section was sharp and crushed in an elliptical shape, which closely resembled the trace of fracture between sharp blades such as scissors. A review of the device history records could not be completed as no lot number was provided by the customer.

Event description:
It was reported that the medication may have been leaking. This occurred during infusion at the facility. There was a patient involvement, but no harm/adverse event reported.